Event description:
The customer received error code 166 (read error) on a sample from a pregnant pt in 2001 when tested undiluted on the imx hcg assay. The customer reran the sample auto-diluted 1:200 yielding a result of 978 miu/ml which was reported. The pt was redrawn 4 days later and tested at 1:100 manual dilution which yielded a result of 16,644 miu/ml (retest 16,980 miu/ml). The sample from 4 days ago was then retested at 1:10 manual dilution which yielded a result of 5,495 miu/ml. No impact to pt management was reported.